Event description:
It was reported that the patient's communicator displayed a red call doctor (rcd) icon. Troubleshooting was performed and a successful transmission occurred. The transmission indicated an alert was declared as the pacemaker system exhibited out of range pacing impedances on the right ventricular (rv) lead. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated the pacemaker declared a lead safety switch (lss) on the right ventricular (rv) lead due to high out of range pacing impedances, measuring greater than 2000 ohms. After the lss, noise and oversensing was observed which resulted in pacing inhibition. The patient experienced 2 seconds of asystole. It was noted the rv lead also exhibited high pacing thresholds. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.